Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-202a, lg, uterine manipulator, was used in a surgical procedure on (B)(6) 2026, and ¿a disposable uterine manipulator malfunctioned. While the device was in the cervical canal, it appeared to break apart into 3 pieces. The green cuff and balloon had to be retrieved from inside the patient. There was no harm to the patient.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 2026-05-19. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.